Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator iris potentiometer was replaced during the service call. The system was tested and found to be working as intended and put back to into service.

Event description:
It was reported that the 9600 system had a collimator iris potentiometer error during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.